Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen (2000 mcg/ml at 1233.5 mcg/day) via an implantable pump. It was reported that at a pump refill appointment last week, the expected residual pump reservoir volume was 10.4 ml; however, the actual residual volume was 20ml and the previous refill volume 35 ml. The date 2025-apr-06 is considered and approximate date of event (specific month and year known only). There were no known factors that may have led or contributed to the issue. No diagnostics were performed and the patient will be reviewed in may at the next pump refill. It was unknown if the issue was resolved as of 2025-apr-14. No actions were taken as of 2025-apr-14. No surgical intervention was planned. The pump remained implanted and in-service. The patient was without injury regarding their status as of 2025-apr-14. The date of pump implant was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.